Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after experiencing shocks. The device detected atrial flutter with one to one conduction, appearing as rapid tachycardia. Ablation for typical atrial flutter was done, the patient's medication was adjusted, and the device was reprogrammed. The patient reported having anxiety after the event. The device remains in use. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.